Event description:
It was reported by the clinician that the procedure was being performed on a male pt in the burn intensive care unit. The needle broke during insertion, and as a result, another kit was used. There were no pt complications reported. On 09/30/08, additional info was received stating that when the needle broke, there was approximately 3/4 of an inch left in the needle hub and nothing was retained in the pt. There are no further details available.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.